Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and treated with a bolus. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. It was also found that the cannula was bent. Customer declined further high blood glucose troubleshooting.